Event description:
It was reported that the transmiter and receiver cables on the itrak 3500l system were bad. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced cables. The system was tested and found to be working as intended and placed back into service.